Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated the lead had all high impedances. In turn, the lead was explanted and replaced to address the issue. Upon explant, it was observed the lead had a fracture in the middle.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. The returned octrode lead body had a kink with all internal wires broken which can cause the reported event of high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.